Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08780 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. No low battery alarm noted during testing. Device uploaded properly using carelink. Device was programmed and monitored for 1 day. No blank display noted. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 733 mg/dl. Customer states any significant event leading to hospitalization was customer running high. The customer experienced symptoms such as flu. Customer states after treatment blood glucose level down to 300 mg/dl. The insulin pump will be returned for analysis. Frn-unk-rsvr; unomed set.